Manufacturer narrative:
The product was returned for analysis and damage was observed to the lens. Additional observations were as follows: iol returned in a specimen container in an unknown liquid. Iol is cut in half though the optic. The iol is let air dry. No other damage observed. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the event was not caused by the quality of the iol. Based on the results from the product and batch history record, the lens met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the lens was not positioned correctly in the patients eye. The lens was removed in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received stating the patient had a non company lens implanted and is doing well.